Event description:
Allegedly the gladiator bipolar shell disassociated with the head; surgery was extended over 30 minutes.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00676.